Event description:
It was reported that the pump exhibited a no disposable pump will not run alarm. Reservoir volume was 79.3ml, rate at 1.7ml/hour and 1.50 ml was given. Bubbles were present in the cassette tubing. The port needle dislodged and did not fully come out when the port clamp was opened. There was patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.